Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. Customer stated that the touchscreen is black and cannot access the pump features. The pump was normal when the issue occurred and pump was not plugged into a power source at the time of the event. Troubleshooting was performed with tandem customer technical support (cts). The customer blood glucose levels was 114 mg/dl. Reportedly, customer will continue to use the pump for basal and will obtain back up manual injections for correction boluses for insulin therapy. Customer declined follow-up with cts to ensure back up manual injections were obtained.